Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power up. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation the battery charger/model failed to power up. The cause for the power-up failure was isolated to a defective u104 processor on the battery charger/modem c/a board. The root cause of the defective u104 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.